Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. (B)(4) pertain to product ID: 3889, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient went to see their doctor on the day of the report and noted there may be a possible infection. The patient had itching and welts around the incision site. It was noted the doctor took a photo of the incision site and would provide it to the manufacturer. Additional information was received. It was reported that the doctor told the patient it was not an infection, and it was a possible allergic reaction. It was noted the patient still had some hives. The patient was going to have the lead removed tomorrow ((B)(6) 2017) because they were having an allergic reaction by the site area. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.